Event description:
This is an international report where there was a disconnection of the port and the transfer set that occured during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike and no cap on patient connector in reference to connection issue. Functionally hand tightened a lab (japanese) titanium adapter without difficulty and lab bag port with no issues noted. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample passed leak test in the plant test lab and a simulated insertion both there and at round lake. Spike measurements were all within specification. The lot number is unknown; therefore, a batch review cannot be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.